Manufacturer narrative:
The insulin pump was received with minor scratched lcd window, broken end cap, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.

Event description:
The customer¿s parent reported via phone call that the bottom of the insulin pump detached and there was a crack in the insulin pump. The customer's blood glucose was 382 mg/dl at the time of incident. Troubleshooting was performed. The insulin pump was returned for analysis.